Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 4 pm. Reporter stated that the end-user performed a bgt with the prodigy meter and received a 163mg/dl. Reporter stated that when attempting to speak the end-user appeared incoherent and he then took her to the emergency room. End-user has used the prodigy meter around 2 years and tests four times a day. Blood glucose tests are performed on the thighs stomach arms and fingertips. A normal result for the end-user around this time of day is 90mg/dl. Reporter took the end-user to the ER where upon arrival her blood glucose was 39mg/dl. She was given dextrose to raise her blood glucose level. Tests performed by the ER were gouldian, ac1; normal plasma glucose all results were normal. End-user was in the emergency for 7 hours and her blood glucose before discharge was 225mg/dl. She was told to follow up with her dr who lowered her basalar down 3 units. End-user is on a sliding scale which is as follows novalog: (6) units in the morning ; (6) units for lunch ; (4) units for dinner. Basaglar: (17) units in the morning sliding scale: (121-150) 1units. (B)(6). She was treated at (B)(6). No further information was provided.